Event description:
It was reported that the monitor fell off the arm/tower, but there was no damage to the monitor.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: missing or damaged fasteners/screws. Sales rep has confirmed that the fasteners/screws were not present at the time of incident, however correction for all the arms per action 0002936485-8/28/2013-002c was conducted after the incident. The product was not returned for investigation, so the reported failure mode was not confirmed. However, correction of the device has been documented. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the monitor fell off the arm/tower, but there was no damage to the monitor.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.